Manufacturer narrative:
(B)(4). G2: foreign, (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that skingraft mesher doesn't make smooth holes for grafts. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. Due diligence is complete; no further information is available.